Manufacturer narrative:
H6. Codes corrected to add inability to communicate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported that the following a pump replacement due to end of service the newly implanted synchromed iii was not compatible with the software. This made it so they had been unable to connect to the pump and analyze it at refill. Despite calling technical support the issue persisted. The error shown had been service code 83 - pump function modularity invalid service code. As the patients pump had been approaching empty they filled the pump without the ability to perform analysis on (B)(6) 2024. This resulted in the patient getting a medication overdose and brief hospitalization. The patient had returned to baseline since the event. The problem had been using the synchromed ii app to attempt to interrogate the synchromed iii pump.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.